Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with cystourethroscopy due to anatomic stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that patient underwent mesh removal on (B)(6) 2011 due to pain, intrinsic sphincter deficiency and implant of product.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that on (B)(6) 2011 the patient underwent a removal of mid urethral sling, transurethral injection of coaptite urethral bulking agent due to intrinsic sphincter deficiency and bilateral breast reduction due mammary hyperplasia. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.